Event description:
It was reported that the patient experienced a burning sensation under the stimulator. The patient stated that they experienced the same sensation about two weeks ago. The patient said that when he turned the implant off and then back on, it resolved the issue. The patient had fallen in the past, but it wasn't known if this issue was due to a fall. It was also noted that the patient needed new batteries in their patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID (B)(6), lot# j0306700v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).